Event description:
It was reported there was a significant reduction in power on the cut setting with a change in tone produced in the middle of a demo. Increasing the cut setting to 7 had no effect. Cycling corrected the problem.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was not returned for eval. Review of the lot history record revealed no anomalies. End of report.